Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The tank cover was cracked. There was also wear and tear damage on the enclosure and front cover. The line cord was faded. The customer reported product problem (broken reservoir/device leaking water) was confirmed during the investigation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The aforementioned crack was caused by the user. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that a smiths medical fluid warmer leaked water, and had a broken reservoir cover. No adverse patient effects were reported.